Event description:
On (B)(6) 2020 this (B)(6) year-old male presented to the ed with right shoulder pain after having recently been bit by a spider. Site cultures were positive for infection and he was admitted to the hospital for surgery. On (B)(6) 2020 the patient underwent an incision and drainage with washout of the right shoulder and right triceps. The wounds were left open for another I&d at a later time. On (B)(6) 2020 the patient underwent a second, I&d and when the surgeon was assessing the wound, he noted a small piece of plastic in the wound. It was removed and identified to be the tip of the irrigation device. This piece had broken off during the first I&d and was not noted at that time. There was no apparent injury to the patient. Device was the stryker coaxial femoral canal tip 0210-007-000. FDA safety report ID # (B)(4).